Event description:
It was reported that right atrial lead was explanted and replaced due to outer insulation damage leading to pacing inhibition and high capture thresholds. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right atrial lead was explanted and replaced after patient was diagnosed with pericardial effusion. This lead exhibited outer insulation damage, pacing inhibition and high capture thresholds. No additional adverse patient effects.